Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they had a fall and they are afraid that the fall may have affected their implant. The patient stated that at first, they were having a 100% reduction of symptoms, but then they were not feeling at least a 50% reduction in symptoms, and in the last 5 days, they have had really bad leakage. The patient stated that they can't remember if the issue started before or after the fall but clarified that it started last week. The patient mentioned they injured their hand in the fall, but they did not fall on the implant location. Agent walked the patient through increasing their stimulation. The patient stated that they weren't feeling the stimulation. The agent provided general therapy information. The patient will maintain the stimulation level and will continue to track symptoms. Redirect to a doctor if the issue persists. Patient disconnected before agent could ask for staging record information; did not call back due to the nature of the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.